Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence.

Event description:
It was reported that following insertion patient experienced incontinence. It was reported that patient underwent excision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence and vaginal scarring. It was reported that the patient underwent the following procedures: on (B)(6) 2005: revision of sling due to erosion of sling material. On (B)(6) 2005: revision and excision of sling due to erosion of sling and exposed sling. (B)(4) ¿ urinary problems; undefined recurrence; mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.